Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient infusion of total parenteral nutrition (tpn) with an unknown access set, leaking "from micron filter extension tubing" was observed. It was further reported the nurse "retested and confirmed" the leak. No damage or loose connections were noted. Tpn therapy was discontinued and dextrose, 10% was initiated until a new bag of tpn would be started. It was further reported that "neonates have had an increase in their central line infections in the past few months". It is unknown if the patient involved in this incident experienced an infection. The patient outcome was unknown. No additional information is available.